Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the raw dicom provided shows the exam are of xa modality, which is not valid for use with the air registration. Analysis found that the analysis was inconclusive and probable cause was unable to be determined because the logs were not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that during some tests there were some issues with the stealthair frame. The rep indicated that with one of the scanner it said there were not enough points to detect the stealthair frame. Initially the rep retried the scanner replacing the frame, but with the new scanner the issue was not resolved. The rep indicated that it seemed like it was processing the CT, but at the end nothing happened. A new scanner was used and it worked. There was no patient involved with this issue.